Event description:
It was reported that the patient experienced recurrent hypoglycemia with a low glucose value of 40 mg/dl, while using the ilet, including nocturnal lows following meals, urgent low alerts, and subsequent hyperglycemia after oral glucose intake and automated pump corrections. Symptoms included confusion, irritability, and fatigue. Outcomes included transient clinically significant low blood glucose with self-treatment using oral glucose and recovery without medical intervention or hospitalization. Investigation included complaint intake, troubleshooting, and education with assignment for additional training regarding meal announcements and missed meal announcements. Investigation of this case revealed user-related factors involving missed or improper meal announcements contributing to hypoglycemia and rebound hyperglycemia. It was concluded that the device functioned as designed and that the event was related to use patterns requiring additional user training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.